Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the customer's reported issue was not confirmed. The downstream occlusion sensor works within specification. The cause of the customer reported issue is unknown.

Event description:
It was reported that the pump shows excess pressure for no reason. There was unknown patient involvement. No patient harm/adverse event was reported.